Manufacturer narrative:
On (B)(6)2024, mentor received additional information about the event. It was previously reported that the patient underwent bilateral explantation on (B)(6) 2024. New information received states the patient had only the left breast prosthesis explanted on (B)(6)2024 and it was replaced with a mentor memorygel xtra breast implant 240cc gel breast prosthesis. The right breast prosthesis remains implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right breast prosthesis. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with mentor memorygel xtra breast implant 240cc gel breast prostheses developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed via a physical exam. Additionally, the patient has developed psychological distress. As a result, the patient underwent bilateral explantation on (B)(6) 2024. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture, psychological distress. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).